Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented in clinic with lead noise on the rv lead. Interrogation of the ICD revealed noise on the ra lead, not rv lead. Supporting document were requested for further investigation. The leads were explanted and replaced. The patient was asymptomatic during and post-procedure. The leads will be returned for analysis.

Manufacturer narrative:
Internal insulation abrasion was noted under the rv shock coil at 5.0-7.0cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.